Event description:
Additional info received from MFR on 11/02/98: as a result of company's evaluations, our rate of confirmed central lumen breaks has averaged .018% in the last three fiscal years. It's been company's experience that these failure modes are most likely attributed to user handling, balloon placement, patient anatomy, removal from the packaging tray and not a defect of the catheter's inner/central lumen.

Event description:
Additional info received from MFR on 10/28/98: as a result of company's evaluations, the rate of confirmed central lumen breaks has averaged .018% in the last three fiscal years. It's been company's experience that these failure modes are most likely attributed to user handling, balloon placement, patient anatomy, removal from the packaging tray and not a defect of the catheter's inner/central lumen.